Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleeding from the superior mesenteric artery using ruby coils. During the procedure, while advancing through a lantern delivery microcatheter, a ruby coil unintentionally detached within the lantern. Therefore the physician removed the lantern with the detached ruby coil inside and completed the procedure using a new microcatheter and new coils. There was no report of an adverse effect to the patient.